Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, had a sticky trigger, damaged wires on the electrical unit, an electric motor that had a strong vibration, gear and piston that had come apart, worn trigger components and corrosion on the end sleeve. It was further noted that the device had come apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear and improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device was not reciprocating. During an in-house engineering evaluation, it was observed that the device was not working and had a sticky trigger, damaged wires on the electrical unit, an electric motor that had a strong vibration, gear and piston that come apart, worn trigger components and corrosion on the end sleeve. It was further noted that the device had come apart. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly